Manufacturer narrative:
(B)(4).

Event description:
The customer reported that their vela ventilator was inoperable. The events log showed "post dac or adc error".the customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was duplicated and confirmed in the laboratory setting. The root cause of the reported issue was found to be r608 failure. This is known issue.

Manufacturer narrative:
This field was blank on initial MDR, should have included "10/25/2017".